Manufacturer narrative:
(B)(4). Evaluation summary: received for analysis was one taiga ta6jl40 without original packaging. The catheter exhibited dents along the shaft 24cm from the hub and a noticeable crush 19cm from the tip. Inner diameter measurements at the hub of the taiga catheter met the specification. The tip was received cut/split only on the white material. The catheter inner lumen measurements passed at the proximal hub at .072¿, measurements at the tip were not possible due to the noted damage to the tip. Recreations were completed with the returned 6f non-medtronic catheter. Outer diameter of the 6f non-medtronic catheter was found to be 0.0674¿ and the insertion of the catheter failed somewhere mid-shaft. Further recreation testing was completed with an in-house export ap with outer diameter measuring .068¿, the in-house aspiration catheter passed thru the lumen of the 6f taiga without issues.

Event description:
It was reported that a taiga guide catheter was used in a procedure to treat a lesion in an unknown vessel, via a radial approach. Vessel tortuosity is unknown. No issues were noted during inspection. During the operation, the physician inserted a other manufacturer's catheter into the taiga 6f guide catheter. Resistance was felt during insertion of the non-medtronic catheter through the middle of the taiga catheter in vivo. After the non-medtronic catheter didn't advance, it was removed and the operation was completed. It was noted that the tip of the taiga was damaged after the resistance was felt. There was no adverse event to the patient.